Manufacturer narrative:
Section d10: concomitant products: lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050 / serial# (B)(6)) . Logic tib insert impl crc, sz 5, 9mm (cat# 02-012-51-5009 / serial# (B)(6)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 70 year old male patient had an initial right tka on (B)(6) 2020. The patient was revised on (B)(6) 2024 due to femur loosening, osteolysis and poly wear. Everything was removed and exchanged to a competitor's product. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos and x-rays received. The devices are not available for evaluation due to disposed at hospital.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Based on the images provided, there does not appear to be an excessive amount of wear on the articular surface of the insert. The deformation and/or wear does not appear inconsistent with being implanted. However, this cannot be confirmed because the devices were not returned for evaluation.

Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Based on the images provided, there does not appear to be an excessive amount of wear on the articular surface of the insert. The deformation and/or wear does not appear inconsistent with being implanted. However, this cannot be confirmed because the devices were not returned for evaluation. H7: z-0021-2022.